Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e 601 module. The initial result was 6.53 ng/l. The sample was repeated twice with results of 675.5 ng/l and 685.6 ng/l. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct. The troponin t hs lot number was 511346 with an expiration date of 31-may-2022.

Manufacturer narrative:
Calibration was last performed on 25-aug-2021; the calibration signals were higher than expected. Qc was not acceptable; qc recovery was outside of 2 standard deviation. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. Neither a general instrument or reagent issue were identified. The cause of the event could not be determined.